Manufacturer narrative:
The complaint can be verified. E8 errors were found in the history list. After reinserting the battery, the pump correctly triggered an e8 error, and this error could not be cleared due to a non-functional check button. There are particles inside the housing of the check button, and these particles isolate the area of contact inside the button housing. Due to this problem, the check button does not respond and is without function.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported an e8 power interrupt error appeared after the battery was removed without placing the infusion device into stop. The error message could not be cleared by pressing the check button, and the other buttons were not functioning. He changed the battery and battery cover, but this did not resolve the issue. The infusion device was requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.